Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was replaced and effective therapy was restored.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient received an elective replacement indicator (eri) message. The patient reported seeing the eri message along with noticing a return to their chronic pain. In addition, the field representative was unable to connect to the ipg with their clinician programmer. The patient plans to undergo surgical intervention.